Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm and vessel morphology was not reported. It was reported that the bifurcated stent graft was implanted; however, there were difficulties during the removable of the nose cone. As per IFU the stent graft was inserted and deployed. However, the physician experienced difficulty retrieving the delivery catheter/system from the patient. There was a problem returning the front grip to the external slider. (There was a 2 inch gap from nose cone to sheath) the physician used slight force to remove the delivery system from the patient. Secondly following unsuccessful cannulating of the contralateral limb an attempt was made to access via the right brachial, but this was unsuccessful. The physician elected to use an aui stent graft system. The stent graft was successfully implanted; however, there were difficulties removing the delivery catheter. Again, the physician used slight force to remove the nose cone. The operation was concluded. No clinical sequelae were reported, and the patient is fine. A review of the returned films show the initial implant procedure; only pre-deployment images were returned. Main device was placed up the right side. The anatomy appears straight forward; relatively straight. The cause of the removal and cannulation difficulties cannot be determined.

Event description:
Evaluation summary: delivery system returned with the external slider 1.2 cm back from the front grip. The tapered tip was 2.5 cm away from the graft cover edge. The backend wheel was rotated 1.1 cm from the starting position. Small kinking of the graft covering was observed 10 cm to 15.5 cm on the graft cover. After repositioning the wheel to the start position, the gap between the tapered tip and graft cover was 1.2 cm. After additionally recombining the external slider and front grip, there was a 1 mm gap between the tapered tip and graft cover. The ~2 cm gap between the graft cover and tapered tip was confirmed, however after returning both the external handle and the thumbwheel to their respective starting position, the gap was reduced to ~1 mm. Therefore, the gap was caused by not repositioning the external slider and thumbwheel to their starting positions, as per the IFU.

Manufacturer narrative:
(B)(4): film evaluation, unknown cause of event.